Event description:
Patient was admitted to the hospital and was treated with a wingspan stent and gateway pta balloon system. Patient discharged from the hospital in 2008, and later readmitted on two days later complaining of a headache and became unresponsive. A computed tomography (CT scan) showed an acute intraventricular hemorrhage (ivh) and the patient reportedly expired, due to this complication.

Manufacturer narrative:
Device model and manufacture date: unknown as lot number is not available. Expiration date: unknown as lot number is not available. Device evaluation conclusions: other for anticipated procedural complication. The device was successfully implanted and is therefore, unavailable for evaluation. The lot number is not available. Based on the information provided, there is no indication that the release device, labeling or packaging failed to meets its specifications. There is no allegation of device malfunction or causal relationship between the device and the reported adverse event. The adverse event is considered a potential patient complication for these types of procedures and is indicated as such in the wingspan direction for use (dfu). As this is the case, a root cause of anticipated procedural complication was assigned for this event.